Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had alarmed compromised force sensor system. The customer did not recall there blood glucose level at the time of the event. No further details were provided. The device is returning for analysis.

Manufacturer narrative:
The device alarmed prime during the basic occlusion test due to loose and protruded drive support disk. The insulin pump passed the stop current test, run current test and displacement test. We were unable to perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to prime alarm. The insulin pump had a cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot and minor scratched display window.